Manufacturer narrative:
The intended procedure was stenting of the biliary duct. No anomalies were noted during device inspection prior to use. The product was prepped according to the instructions for use (IFU), however, the touhy borst valve was not tightened following flushing. When the product was loaded onto the guidewire, the stent partially deployed. It was confirmed that the product never entered the pt's body. According to the IFU, "during preparation of the stent delivery system, the user should be careful not to prematurely deploy the stent. Prep the device in the tray per instructions. Ensure the touhy borst valve is closed prior to removing the device from the tray." A non sterile precise rx 5f biliary was received inside a plastic bag. No packaging components were received. The customer reported that the stent was partially deployed during prep, however, no stent was received. The touhy valve was received closed and it presents no damages. The catheter tip was uncannulated. Body usable length was measured and it was found within dimensional requirements. Mfg records were reviewed and results indicate that product met quality requirements for product acceptance. The anomaly reported by the customer could not be confirmed. The cause of the event experienced by the customer could not be determined.

Event description:
The info received from the field states that this precise rx stent was being prepped for a biliary stenting procedure. The product looked perfect when it was taken from the packaging. The product was properly prepped, but the touhy borst was not tightened following flushing. When the product was being loaded onto the guidewire, the stent partially deployed. The sales rep confirmed that the product never entered the pt's body. There was no injury to the pt. Another stent of the same size was used to complete the procedure.